Event description:
It was reported the patient's blood glucose level (bg) rose to over 250 mg/dl while wearing the pod for 1 hour. The patient reports the pods needle had deployed late upon initial activation. The patient reports having pain at the pod infusion site. In addition when removed from the infusion site, the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The returned device was evaluated and the device was received in the deployed state. Investigation found no defects or manufacturing deficiencies that would contribute to a failure of the needle to deploy at the expected time. The needle mechanism was reset and fired properly during the investigation. The exact cause of the late deployment could not be determined. The soft cannula was observed to not be kinked or bent. Blood was observed in the reservoir. Upon magnification, blood was also observed on the hard cannula, along with no damage or abnormalities.